Manufacturer narrative:
Review of t:connect pump data indicated that the customer was active in the pump at the time of the alerts. The data showed that the customer initiated the cartridge change process and that 3 minutes later the fill tubing alert occurred as the customer did not proceed with completing the load process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert and an incomplete fill tubing alert in the middle of the night. Reportedly, the customer went to the bolus screen and was unable to complete the bolus request. The contact did not report why the customer was unable to complete the bolus request. Also, the contact stated that the customer did not tap on the load button/change cartridge button to initiate a cartridge change and that the pump did it on it's own. Review of the pump history indicated that the cartridge was removed/inserted and fill tubing was activated. The customer's blood glucose level ranged from 161 mg/dl to 247 mg/dl and it was addressed with a manual injection. Reportedly, the customer reverted to manual injections.